Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1844, awareness date 19-oct-2015). It refers to a female patient who had essure (fallopian tube occlusion insert) inserted in 2012. The consumer reported she had the procedure done in the office and was able to go back to normal activities without restrictions almost immediately. She reported little pain, just a dull ache on the right side of lower back; and tylenol and motrin seem to alleviate the pain. Since that time she had slowly increasing right back/hip pain and was told it was si joint pain (understood as sacroiliac joint pain) and had been through many different treatments to alleviate the pain. As the years went by it only increases. She had 6 months of physical therapy, si joint injections under fluoroscope, acupuncture, massage therapy and various medications to resolve or cover the symptoms she purchased an inversion table to hopefully help with the pain and it too provided little relief. She also had weight gain with abdominal bloating, joint pain and swelling, decreased libido, severe hip and back pain, fatigue and depression over the past three years and the only coinciding event is the placement of the essure implants. She had a diagnosis of "allergic thyroid" or hashimoto syndrome and many of symptoms have been blamed on that. The consumer believes she has hashimoto syndrome as a result of her body always being in a state of allergic inflammation because of the essure implant. Her latest symptoms were numbness and tingling with her right side extremities and abdominal pain; she went to her pcp multiple times related to these symptoms for the past three years and had been diagnosed with everything from hypothyroidism to depression. Finally she called her gynecologist and explained what was going on and that she suspected it was related to the essure implants and told him she wanted them removed and he said he could do that with a total hysterectomy. On (B)(6) 2015, she had them removed. The following day after surgery she realized her back pain was almost completely gone. In 8 days she had lost almost 10 pounds and had all of her energy back. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a dull ache on the right side of lower back / slowly increasing right back pain (interpreted as back pain), severe hip pain / si joint pain / joint pain (interpreted as arthralgia) and hashimoto syndrome / allergic thyroid. Essure was removed 3 years after insertion. These events were considered serious due to medical significance. Back pain is a listed event in the reference safety information for essure, the other events are unlisted. Back pain may occur after essure insertion. In the present case, consumer had a suspicion of sacroiliac joint pain, which could be an alternative explanation for the back pain. However, given the positive temporal relationship and since the back pain was almost completely gone after essure removal, a contributory role of the suspect insert cannot be excluded. Arthralgia can have multiple causes, a reflection of the diverse joint diseases, which arise from inflammation, cartilage degeneration, crystal deposition, infection, and trauma. Hashimoto thyroiditis is characterized by the destruction of thyroid cells by various cell- and antibody-mediated immune processes. Given the pathophysiology of these events and considering the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 07-nov-2015: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a dull ache on the right side of lower back / slowly increasing right back pain (interpreted as back pain), severe hip pain / si joint pain / joint pain (interpreted as arthralgia) and hashimoto syndrome / allergic thyroid. Essure was removed 3 years after insertion. These events were considered serious due to medical significance. Back pain is a listed event in the reference safety information for essure, the other events are unlisted. Back pain may occur after essure insertion. In the present case, consumer had a suspicion of sacroiliac joint pain, which could be an alternative explanation for the back pain. However, given the positive temporal relationship and since the back pain was almost completely gone after essure removal, a contributory role of the suspect insert cannot be excluded. Arthralgia can have multiple causes, a reflection of the diverse joint diseases, which arise from inflammation, cartilage degeneration, crystal deposition, infection, and trauma. Hashimoto thyroiditis is characterized by the destruction of thyroid cells by various cell- and antibody-mediated immune processes. Given the pathophysiology of these events and considering the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.